Event description:
It was reported that 'surgeon was "practicing" loading a new screw and cross threaded the tip and broke it. Pt was not involved."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.